Event description:
The hcp reported the pt had been released from the hosp recently after a pump implant. The pt presented to the emergency room with "intermittent episodes of overdose-like symptoms". The pt seems to be getting overdosed in 2-3 hour intervals." The pt is getting 175 mcg/day.